Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Caller reported the patient had their ins implanted in another country in 2024, and patient represented himself in the emergency room (ER). Caller reports patient had CT scan, with the lead implanted in the soft tissue, up to the vertebra body, and looped lateral. Caller reported the patient has an infection at the end of the coil loop. Caller did not know when the infection started. Agent redirected caller to patient's primary healthcare provider (hcp) regarding the infection.